Event description:
It was reported that the alarm 'full canister' was triggered just after the renasys touch canister was changed (estimated time: 20 minutes). The canister was therefore empty. The renasys touch device reset attempt was unsuccessful. There was no canister available to be changed which caused a delay to be able to continue therapy.

Manufacturer narrative:
We have now concluded the investigation for this complaint. The device, a 300ml renasys canister used in treatment, has not been returned for evaluation, therefore it has not been possible to establish a relationship between the device and failure mode or provide a definitive root cause at this time. Without a batch/lot number, a review of the associated batch records has not been completed, however using the failure mode and product details a review of the complaints recorded in the preceding four years shows other instances of the issue raised. Alarm thresholds are set after thorough testing and we always set them to ensure the complete safety of the patient. It is possible in certain cases that the alarm may trigger inadvertently, in this instance therapy will still be delivered. The information for use covers instances of what to do in these circumstances. We will continue to monitor for any adverse trends relating to this product range. Recommendations: - canisters should be changed at least once a week, whenever there is a change in patient or in the event the canister contents reach maximum volume indication (300ml or 750ml fill line). Do not wait for alarm activation to change canister. - canisters are designed for single patient use. Do not re-use. - all users are advised to read and follow the instructions for use.